Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a lot of urinary incontinence and that the ins was not working for them. The family member stated that the ins did help the patient for a little bit but it stopped working. Using the programmer, it was determined that the patient was on program 1 at 2.1 and the stimulation was on. When the stimulation was increased the to 6.5 volts the patient did not feel the stimulation. When the patient was on program 2 at 6.2, they did not feel the stimulation. When they were on program 3, they increased from 1.3 volts to 4.7 but did not feel the stimulation. On program 4 they increased it from 2.7 volts to 6.1 but, again, did not feel the stimulation. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.